Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in the customer's age, sex and weight were not provided. The model # was not provided.

Event description:
The customer from austria reported that within 3 minutes, they obtained blood glucose readings of 285 mg/dl on a contour next one meter and 145 mg/dl on a different meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned contour next test strips from lot # 9dpeg16b. The contour next one meter was not returned for evaluation. Although the returned bottle contained a 50 test strips label, upon arrival in the quality laboratory, the bottle contained 103 test strips. Adding test strips from other bottles suggests that the customer was mishandling the test strips. An in-house contour next one meter was tested with the returned test strips, which gave satisfactory performance.